Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Received photo shows what appears to be an implanted iol, there seem to be marks on the iol. Based on our observation of the attached photo, there seem to be marks on the implanted iol. The origin of the observed marks cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported complaint was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional stated that during intraocular lens (iol) implantation, surgeon found that lens was scratched after the surgery. Surgeon confirmed that during lens implantation, the forceps was not touch with optic and no mark on the lens before implantation. The surgery was completed on the same day. Additional information has been received that patient did not observe any deterioration.